Manufacturer narrative:
Follow-up #1: date of submission 06/07/2016. Device evaluation: the device has been returned and evaluated by product analysis on 05/23/2016 with the following findings: the bb shows a por on (B)(6) 2016 19:24. When pump was powered back on the time/date was set to the default setting. Pump ran on default setting until a manual time/date was made to (B)(6) 2016 23:34. Bolus totals in bolus history are consistent with bolus totals in tdd history at time of reported issue. Performed a 10u audio and 10u normal bolus. Both were accurately recorded in the bolus history and bolus tdd history correctly showed 20.0u. The pump was exercised for 24hrs with a 2.0u/hr basal rate; at end testing the basal history correctly showed 2.0u and tdd showed 48.0u. The tdd¿s add up correctly and reflect the users programmed basal rates. Pump passed delivery accuracy test and was found to be delivering accurately and within range. No eaw¿s occurred during testing. Unable to confirm complaint of a total bolus pump calculating a >5% discrepancy during this investigation. Display screen has a pinkish contrast. Battery compartment is cracked below the bumper pad. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a history settings issue. The reporter stated that the patient had a blood glucose (bg) of 463mg/dl with polyuria and polydipsia. The patient did not receive any treatment above and beyond the usual routine care of diabetes management. Customer support (cs) completed troubleshooting and the basal delivery totals in tdd do not match, the variation was due to known cause (battery change). The basal history matches the active basal program settings but the bolus totals do not match (>5% difference). This report is being made due to the bg excursion the patient experienced due to an alleged history settings issue.